Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that they had high blood glucose but not hospitalized. Customer's blood glucose was 15.9 mg/dl. The customer stated that there is no physical damaged to the pump and support cap is ok. The customer stated that no air bubbles or leaks and no irritation or infection. Th customer stated has not noticed any bent cannulas. The customer stated that the high pressure test failed. The customer was advised the same day swap and agreed.